Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level in the high 200 mg/dl range with high ketone levels. Customer was treated with intravenous fluids, and was released from the ER 4 hours later. Upon being released from the ER the customer's bg level was in the low 200 mg/dl range and the customer was "stable". Reportedly, an occlusion alarm occurred. The customer changed the pump supplies to address the issue.